Manufacturer narrative:
Investigation summary: with the information available, boston scientific concluded based on analysis results, that the system shutdown which led to the procedure being cancelled was confirmed. It is probable that the system shutting down was most likely due to a defective laser system. The field service engineer (fse) received error messages on the console during inspection. The console was replaced which resolved the complaint. A review of the console service history confirmed that the console was fully functional without issues since it was last serviced. Per the reported information there were no direct patient complications associated with the system shutdown. There is no information to reasonably suggest that the reported system shutdown could potentially cause or contribute to patient harm if this was to occur again. Device history record (DHR) review: the laser console was installed on (B)(6) 2017. It was last serviced on (B)(6) 2021 and found to be fully functional. Device technical analysis: the console and/or parts were not returned for analysis. The console was inspected on site by the field service engineer (fse). During inspection, the fse received an error message. The fse installed a new console. Functional and safety evaluation testing was completed successfully on the new console. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the laser console shut down. The procedure was then aborted and rescheduled to the following day. The patient had been administered general anesthesia at the time. There were no complications to the patient. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the laser console shut down. The procedure was then aborted and rescheduled to the following day. The patient had been administered general anesthesia at the time. There were no complications to the patient. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.